Event description:
Additional information from the peritoneal dialysis registered nurse (pdrn) stated that the cause of the patient's peritonitis is believed to be touch contamination on the patient's part.

Manufacturer narrative:
Updated clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by nausea, vomiting, diarrhea and abdominal pain which warranted hospitalization and antibiotic therapy. The patient¿s pdrn reported the cause of the peritonitis was due to touch contamination on the part of the patient. The pdrn stated the events were unrelated to the utilization of a liberty select cycler and/or any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event. Moreover, the patient continued to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and cycler set and the adverse events of peritonitis, characterized by nausea, vomiting, diarrhea and abdominal pain which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn stated the events were unrelated to the liberty select cycler, cycler set, and/or any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler and cycler set can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler or cycler set product deficiency or malfunction was associated with the event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a peritoneal dialysis (pd) patient was being treated for peritonitis. It was reported the patient was unsure how they got the condition and was at the hospital. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2019 for peritonitis after presenting to the emergency room with nausea, vomiting, diarrhea and abdominal pain. A peritoneal effluent fluid culture was positive for corny bacterium, and the cell count revealed an elevated white blood cell (wbc) count of 1520 mm3. The patient was treated with a manual daytime exchange of intraperitoneal (ip) vancomycin 2000 mg every 5 days, and ip fortaz 1000 mg daily. The cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to any fresenius device(s) or product(s). The patient reportedly continues to perform continuous cycling peritoneal dialysis (ccpd) therapy at home, while utilizing the same liberty select cycler.